Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose during walking exercise despite attempting to pause the ilet prior to activity, with subsequent glucose elevation prompting resumption of insulin delivery followed by glucose declines into the 60s; the user treated lows with oral carbohydrates and was transferred for additional clinical training, and no device component issues were identified due to insufficient information. Symptoms included hypoglycemia with shakiness. Outcomes included no health consequences or long-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device problem and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.